Event description:
It was is reported that the customer's insulin pump was stuck on the version screen. It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 6.8mmol/l. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent button response due to flattened dome switches. The insulin pump passed the displacement test and the self test. The insulin pump was monitored for 24 hours with no unexpected alarms noted. No frozen display was noted. The insulin pump had minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.